Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported abc key of the keypad inoperable which was reproduced by troubleshooting the device. Evaluation observed keypad to not function as intended. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Additional information was received by the customer that alleged 'keypad had a delayed response/intermittent output'. Evaluation was not aware of this update to the customer allegation at the time of device evaluation. The device keypad was replaced for the original reported symptom and will also undergo release testing prior to shipment to ensure the device is in full-working order.

Event description:
It was reported that a spectrum pump abc key was not responding and the keypad had a delayed response/ intermittent output. There was no patient involvement. No additional information is available.